Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between 01/6/2026 and 01/7/2026. The wearable was inserted into the skin. On 01/06/2026, it was reported that the patient began to experience stomach pain and the patient went home. By the time she was at home, the patient was vomiting profusely throughout the night. The patient reported being dehydrated. The patient¿s cgm was reading low mg/dl at this time while the patient¿s bg meter reading was providing a higher value but the specific value could not be specified. The patient was wearing an omnipod insulin pump. On the morning of 01/07/2026, due to the patient¿s persistent symptoms, the patient called 911. The patient was experiencing dehydration, was unable to think clearly and was having difficulty remembering. Once emergency medical services (ems) arrived, the patient¿s bg meter reading was around 399 mg/dl. Her cgm was not checked at this time. The patient could not recall if ems provided her with any medication or treatment. The patient was transported to the emergency room (ER) where her bg meter reading was 499 mg/dl. Her cgm was not checked at this time. The patient was diagnosed with dka and was ¿hooked up to all kinds of things¿. The patient could not specify what medication or treatment she received. The patient was discharged on (B)(6) 2026. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.